Event description:
It was reported that the patient had their implantable neurostimulator (ins) replaced because the lead "pushed forward and went through the nerve." The date of the replacement was unknown. Follow-up information was received that indicated the patient had no further concerns with their device or therapy. If additional information is received, a follow-up report will be sent. See also manufacturer's report # 3004209178-2012-03721.

Manufacturer narrative:
Product ID 3093-28 lot# v172100 implanted: (B)(6) 2008 explanted: na product typ lead product ID 3037 serial# (B)(4) product typ programmer, patient concomitant system: product ID 37712 serial# (B)(4) implanted: (B)(6) 2010 explanted: na product typ implantable neurostimulator product ID 37752 serial# (B)(4) product typ recharger product ID 37083-20 serial# (B)(4) implanted: (B)(6) 2010 explanted: na product typ extension product ID 37083-20 serial# (B)(4) implanted: (B)(6) 2010 explanted: na product typ extension product ID 3093-33 lot# v476646 implanted: (B)(6) 2010 explanted: na product typ lead product ID 3093-28 lot# v503604 implanted: (B)(6) 2010 explanted: na product typ lead. (B)(4).